Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: I work in a hospital pharmacy and last night, our pharmacy staff member was compounding in the IV hood and opened a syringe package to find plastic flakes in the syringe. I wanted to get this information to the right person to ensure this lot is examined for defects. I do not have the original wrapper for the syringe but I watched the camera/video of her opening the package, seeing the issue, and setting it aside.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-13. H6: investigation summary it was reported there were plastic flakes in the syringe. To aid in the investigation, ones sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and there are plastic particles at the bottom of the syringe. The inner wall of the syringe barrel has some marks and the retaining ring is damaged. No other defects or imperfections were observed. The photos show a syringe with white foreign matter inside at the bottom of the syringe barrel. This defect could occur during the molding process if the barrel could not be ejected from the molding tool after one attempt. Additional ejection attempts could induce the white foreign matter found in the syringe which comes from the inner wall of the syringe barrel. A device history record review was completed for provided material number 309653, lot number 1145511. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. Molding settings were correct and parts were being ejected with no issues. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: I work in a hospital pharmacy and last night, our pharmacy staff member was compounding in the IV hood and opened a syringe package to find plastic flakes in the syringe. I wanted to get this information to the right person to ensure this lot is examined for defects. I do not have the original wrapper for the syringe but I watched the camera/video of her opening the package, seeing the issue, and setting it aside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there were plastic flakes in the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with white foreign matter inside at the bottom of the syringe barrel. No other defects or imperfections were observed. This defect could occur during the molding process if the barrel could not be ejected from the molding tool after one attempt. Additional ejection attempts could induce the white foreign matter found in the syringe which comes from the inner wall of the syringe barrel. A device history record review was completed for provided material number 309653, lot number 1145511. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. Molding settings were correct and parts were being ejected with no issues. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.